Event description:
New information received notes that intermittent capture was noted on the patient's right ventricular lead. Surgical intervention and imaging was discussed and planned. No adverse patient consequences were reported.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed high capture threshold and poor sensing exhibited by the right ventricular (rv) lead. Programming interventions were made. The patient was asymptomatic.